Event description:
On (B)(6) 2012 customer reported that the access 2 instrument generated an erroneously elevated accutni result within the risk stratification range. Upon reprocessing of the sample, a result within the normal reference range for accutni was obtained, and this result was reported. The initially erroneously elevated accutni result was not reported out of the laboratory, so there was no change to, or impact on, patient treatment. Customer stated that the sample was drawn into a 13x75 mm lithium heparin plasma separator tube and there was no sample integrity issues. The sample was centrifuged at 3500 rpms for 10 minutes. All levels of quality control (qc) performed within 1-2 standard deviation of the laboratory's established ranges. The supplied accutni calibration curve performed on (B)(6) 2012 showed that all levels of calibrators passed with acceptable %cvs. A routine system check performed on (B)(6) 2012 passed within instrument specifications. Field service engineer (fse) inspected the instrument and performed a major preventative maintenance (pm). Fse also proactively replaced 2 broken wash carousel bearings found during the pm. The failure moded for this event is unknown and could not be determined.